Event description:
Caller states the patient tests >8.0 inr on the coagucheck s system and 5.8 inr on a comparison lab. Coumadin was discontinued based on device result. However no adverse event reported. Requested return of suspect system and replacement was sent.